Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An internal and external visual inspection was performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The reported condition was verified. The cause of the condition was determined to be a poor connection at the accomp board header, to power harness interface by testing. Poor connection caused overheating, and burning smell, as well as ac line fuse failure. The power harness and accomp board were to be scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the customer smelt a burning odor during initial drain of peritoneal dialysis on the homechoice. The patient ended therapy and turned off the device. The technical services representative (tsr) arranged a swap and discussed the use of manual supplies to complete therapy until the new device arrives. There was no patient injury or medical intervention reported. No additional information is available.